Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the user attributing the event to overeating and running out of insulin; no alerts or alarms were reported. Investigation of this case revealed that the cause of the hyperglycemic event remained unclear, with no device malfunction or component issue identified based on available information. No symptoms associated with elevated blood glucose. Outcomes included no reported hospitalization and no reported long-term impairment. Investigation included outreach to obtain additional information and blood glucose details. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.